Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en-route to fisher & paykel healthcare in (B)(4) for evaluation, to determine if it had a malfunction which caused or contributed to the reported event. Upon completion of our investigation, we will submit a follow up report.

Event description:
A hospital in (B)(6) reported that an rt265 infant dual-heated evaqua2 breathing circuit had an air leak during the leak test. This occurred before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for investigation, where it was visually inspected and pressure tested. Results: visual inspection of the subject breathing circuit revealed cracks along both of the swivel wye ports. The pressure test result was outside of specification. A lot check revealed no other complaints of this nature under lot 151014. Conclusion: we are unable to determine what had caused the observed cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that an rt265 infant dual-heated evaqua2 breathing circuit had an air leak during the leak test. This occurred before patient use.